Event description:
The customer reported the insulin pump was not giving any audible tones. The serial number was also missing from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.